Manufacturer narrative:
Correction: device manufacture date provided.

Manufacturer narrative:
Suspect part was located and engineering testing was completed. Engineering investigation of returned suspect cooling catheter system (ccs) finds that the ccs is bent in multiple places. The tip is charred and/or melted. The inner lumen appears to be intact. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that the returned part was lost before analysis could be completed.

Manufacturer narrative:
On (B)(4) 2016 a medtronic representative, following-up at the site, reported the tip of laser fiber had some charring and distortion. The surgeon stated that there did not appear to be any part missing. There was a noted void during heating, possible air pocket from depth electrode removal. On (B)(4) 2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. System performed as intended. Return requested for .4mm core fiber 10mm tip vclas. Medtronic investigation of returned suspect tip is currently under analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, a catheter had charring on the edge of the catheter tip. The surgeon investigated the surgical area, and confirmed the surgery was completed with no issue. There was no visual burn or charring on the surgical area. There was no delay of therapy. There was no impact on patient outcome.